Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix was stretched upon repositioning. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix was stretched upon repositioning. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.